Manufacturer narrative:
(B)(4). The complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and universal serial bus (usb) door is broken. Functional testing was performed and the receiver failed to run during the test. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Because of moisture damage, the reported event of the receiver displaying the initializing screen without a manual restart was not confirmed. A root cause could not be determined.